Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was being seen due to unrelated device conditions. Upon attempting to interrogate the device, communication could not be established. No intervention or additional information was reported.